Event description:
Additional information received indicated a traditional pacemaker system was not implanted. There was no retrieval attempt made to remove the lp. The lp migrated to the pulmonary artery of the lower right lobe of the lung. According to the physician, this negatively affected the function of this portion of the lung. The patient is stable and has not experienced any symptoms due to this event.

Event description:
During an in-clinic follow-up, no capture threshold was observed on the leadless pacemaker (lp). An x-ray was performed and it was found that the lp had dislodged from the original implant position. The cause of the dislodgement was not known. No intervention has been preformed at this time. The patient was stable with no reported adverse symptoms.

Event description:
Additional information was received that the lp was replaced with traditional pacemaker to resolve the event. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.